Manufacturer narrative:
The device was in clinical use at the time the issue was discovered. The patient was immediately placed on another ventilator that the hospital possessed. There was no patient or user harm reported.

Event description:
The customer reported that a ventilator experienced a backup alarm failure during clinical use. The device was evaluated by the customer. The device was in clinical use at the time the issue was discovered. The patient was immediately placed on another ventilator that the hospital possessed. There was no patient or user harm reported.

Manufacturer narrative:
The central processing unit (cpu)was returned to the manufacturer for failure investigation. Visual inspection of this customer returned central processing unit (cpu) printed circuit board assembly (pcba) revealed no anomalies. A failure investigation (fi) technician installed the central processing unit (cpu) assembly into a fi ventilator to duplicate the reported issue of a backup alarm failure. The fi technician concluded that the problem could not be reproduced.

Manufacturer narrative:
G5:510(k)#: k102985; b4:13aug2021. The device was evaluated by the customer and a philips field service engineer (fse). The fse confirmed and duplicated the reported problem via operational check and the event log. The fse replaced the central process unit (cpu) printed circuit board assembly (pcba). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.